Event description:
It was reported that the touchpen is "slightly off" when trying to use the screen on the programmer. The programmer was recalibrated twice with no improvement. The programmer will be returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.